Event description:
A report was received that the patient found the placement of the ipg uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.